Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient has been having pain. Surgeon ordered an ion level test suspecting trunionosis. The cobalt serum level was 8.8 ug/l when tested on (B)(6) 2017. There was noted darkening of the synovial tissue. There was also some noted black substance inside the head. The head was not in the possession, but hospital policy is that the implant had to be cleaned and sterilized. It was not loose on the taper. Surgeon elected to keep the stem in place and utilized a ceramic head. He examined it close and felt like there was little to no wear. Doi: (B)(6) 2011; dor: (B)(6) 2018 right hip.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.